Event description:
The company was informed that the patient's device stopped functioning. External equipment was exchanged; however, this did not resolve the issue. The patient also reported hearing only noise and experiencing pain. Device testing revealed out of range impedances. The center is pursuing device revision surgery.